Event description:
Subsequent to the initial med watch, additional information was received that indicates that, difficulty was encountered while inserting the device into the patient's anatomy, as fibrosis of the tissues was observed at the access site. The device was used, but the closure was not successful. Manual compression was applied to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found that it was returned fully clip deployed with all components in appropriate post clip deployment position. There were clip tines marks on the carrier tube, indicating that the clip was originally loaded on the carrier tube and fired during deployment. Because the clip was not returned with the device, the reported failure to close the vessel with the clip could not be confirmed. Also, the sheath was fully slit as intended. There were no damages to the sheath or device to suggest that difficulty was encountered while introducing the device into the patient anatomy. However, as reported, fibrous tissue could interfere with the device placement. There were no abnormal observations to suggest that the device might have been difficult to remove after the clip deployment. However, consistent with the reported information, the access ports and safety release features were tested. Based on our investigation, the device functioned as intended and a root cause related to the device could not be determined. The reported failure to close the vessel when firing the clip could not be confirmed because a clip was not returned with the device. However, consistent with the reported information, challenging anatomical conditions could contribute to the reported difficulty introducing the device into the patient anatomy and failure to close the vessel with the clip. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot revealed no incidents with similar reported product experience. There does not appear to be a specific lot issue. A review of the product lot history record did not reveal any nonconforming material records (ncmrs) associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the device was inserted into the patient anatomy, fibrosis of the tissues was observed at the access site. The device could not be used and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.